Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative than ten (10) rt051 adult nasal interfaces broke at the "adjustable strap." No patient consequence was reported.

Manufacturer narrative:
(B)(4). The hospital reported that there is one (1) complaint device available for investigation. The complaint device has not yet been received by fisher & paykel healthcare. We will provide a follow-up report upon receipt of the device and completion of our investigation.